Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed rewind, basic occlusion and displacement test. No motor error alarm noted during testing. The motor passed motor test. The insulin pump was received with cracked battery tube thread and cracked reservoir tube lip noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 25 mmol/l at the time of incident. The insulin pump will be replaced and will be returned for analysis.